Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead integrity alert (lia) was triggered due to two non-sustained ventricular tachycardia (nvst), 333 short interval counts (sic) and oversensing. The rv lead was explanted and replaced. During the removal of the rv lead, it was reported the lead not be withdrawn by traction due to dense fibrosis. The lead was subsequently successfully extracted using the transvenous laser lead method. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the distal portion was received measuring 15.5 cm. The rv (right ventricular) defibrillation coil was worn, analysis was performed and no anomalies were found. Analysis of the device memory indicated a lead impedance out of range alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), performance data was collected from the device and have analyzed the data. Analysis of the device memory indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product: product ID: d154vwc, implantable cardioverter defibrillator, implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.